Event description:
It was reported that the procedure was to treat a moderately calcified bifurcation lesion in the posterior descending artery and the right posterolateral branch of the right coronary artery. A balance middleweight (bmw) guide wire was advanced into the right posterolater branch, and another bmw guide wire was advanced into the right posterior descending artery (rpd). To improve the position of the bmw guide wire in the rpd, the physician attempted to move the guide wire, but it was not steerable. The bmw guide wire in the right posterolateral branch was easily removed, and the bmw guide wire in the rpd was then removed with force. During removal of the guide wire from the rpd, it was observed that the middle segment of the coils became stretched and caused a dissection. The patient was sent to bypass surgery for treatment. After successful bypass surgery, the patient had a good outcome and is recovering well. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched coils were able to be confirmed. The shaping ribbon was separated. The physical resistance and difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the hi-torque guide wire instructions for use (IFU) states: do not push, auger, withdraw, or torque a guide wire that meets resistance. Further handling likely contributed to the bends in the shaping ribbon. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency.